Event description:
A nurse reported that during the intraocular lens (iol) implant surgery, when the lens was unfurled she noticed that the haptic was off. After the iol removal, a rift occurred on the posterior capsule and posterior capsule rupture occurred. When attempting to implant another iol (type/brand of second iol was not specified), the posterior capsule rupture went up and even the second lens had to be removed. A vitrectomy was performed and the pt was left aphakic. There was one hour delay during the surgery, considered as significant by the surgeon. A secondary scleral fixed iol surgery is being planned in another hosp. Add'l info was received informing on the type, brand of the second iol. Add'l info has been requested. This is one of two medical device reports being filed for this pt. This report is for the second iol. The report for the first iol was previously reported under MFR report number 9612169-2014-00020.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. Not enough info was provided from the account for further investigation. Add'l info has been requested. (B)(4).